Manufacturer narrative:
The albt2 reagent lot number was 712219 with an expiration date of 31-dec-2024. The field service engineer (fse) found the sample probe was not properly centered at the washing station and was not being washed sufficiently. Insufficient sample probe washing can cause the issue observed by the customer. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter questioned high results for multiple patient urine samples tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 6000 c (501) module. Discrepant results were provided for 1 patient sample. The initial result was 26.4 mg/l. The repeat result was 7.7 mg/l.